Event description:
It was alleged that during use on a pt an overinfusion occurred. It was noted that the pump was set to run at 91 ml/hr with a 2.2 liter bag. The infusion was started at 8pm and when the nurse checked at midnight the bag was empty. The volume infused showed 360ml. There was reportedly no pt consequence.